Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition of the device fracturing during use was confirmed however, the report of the device melting was not confirmed . A visual and dimensional assessment revealed that the device was subjected to excessive force and extreme heat as the metal was discolored. Insufficient irrigation appears to be the cause of the metal discoloration. The device met all measurable specifications. The assignable root cause was determined to be due to mishandling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 6 for the same event. It was reported that during the "reaming of the cranium with a drill for the suspension of dura mater" that the cutter device "melted in bone during drilling". The type of surgical procedure was not reported. The reporter stated that a motor device, two attachment devices, a craniotome device, and a compact speed reducer were also associated with the same procedure. The report stated that "the broken part was recovered, after effort without apparent tearing of the dura mater." There were "no parts in the patient." There were no delays to surgery. The report stated that the "product occurrence not relevant to the health of patient." All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.